Event description:
An in.pact av balloon was intended to be used during a a forearm shunt pta (percutaneous transluminal angioplasty) procedure. The lesion was described as 100mm plaque lesion and characterised as bent. The vessel was 6mm in diameter. A 5fr sheath was used. There was not issue when removing the balloon from packaging. It was reported during the first balloon inflation at 8atm a vertical rupture occurred. Another in.pact av was used to complete the procedure and the bleeding stopped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.